Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at 7mm on the non-coronary cusp and 12mm on the left coronary cusp. An angiogram and echocardiogram confirmed moderate paravalvular leak (pvl) and moderate central aortic insufficiency. A second valve was implanted 2 mm higher than the first valve. An angiogram and echocardiogram revealed mild central and pvl. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the paravalvular leak (pvl) most likely was due to patient anatomy (difficult anatomy), calcification levels (patient calcified with calcium extending into the lvot) and sub optimal position (as the second valve was implanted higher with mild central/pvl noted).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.